Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A patient presented with an acute mi with st segment elevation. An attempt was made to use a non-medtronic stent and a resolute integrity rx drug eluting stent to treat the non-tortuous, non-calcified lesion exhibiting 100% stenosis located in the rca. Five guide wires ( non-medtronic) and 5 pre-dilation balloons were used to recanalize the rca with great technical difficulty. The first guide wire passed the sub-intimal resulting in a long dissection. Additional difficulties were encountered due to the presence of many thrombotic masses. An attempt was made to treat the lesion with a 4.0x48mm non-medtronic stent but failed to insert and was removed from the patient. A 4.0x28mm non-medtronic stent was then successfully deployed into the proximal third of the rca. The resolute integrity stent was then passed through the previously deployed non-medtronic stent with resistance encountered. It was reported that the resolute integrity stent failed to expand fully on inflation using nominal pressure. The distal portion of the stent expanded slightly, however the middle and proximal portion of the stent failed to expand at all. 2 atm of pressure were applied to the under expanded stent but nothing happened. Many attempts were made to deflate the delivery system balloon but failed and the balloon could not be removed. The balloon was removed from the patient after many attempts using a guide wire. Further attempts were made to expand the stent using a different balloon and guide wire but failed. In the end the stent was partially embedded into the vessel wall using a non-medtronic stent. The patient is reported to be in a stable condition waiting to be transferred to another facility for coronary arterial bypass graft surgery for the left main trunk and for the stenting segment of the rca.

Manufacturer narrative:
Outcome attributed to adverse event: intervention required. If information is provided in the future, a supplemental report will be issued.

Event description:
The head of interventional cardiology department and the interventional cardiologist think that CABG is required.

Manufacturer narrative:
The images returned show the target lesion with limited blood flow. An image shows an inflated balloon with air evident in the distal end of the balloon. The images capture the attempted deployment of a stent but it is possible that inflation/deflation issues were encountered as it appears the mid to distal end of the stent are inflating and the proximal is not. An image captures a partially deployed stent in the rca. There are no images capturing the removal of the delivery system. There is an image capturing the deployment of a stent at the site of the partially deployed stent. If information is provided in the future, a supplemental report will be issued.